Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not deliver. They stated that the motor sounded like it was running, but that the roller was not working. Mmdg followed up with the initial reporter, who stated that this had occurred during testing, but no additional information was provided. (B)(4).